Event description:
It was reported that the patient had a explant at a unknown date for a unknown reason. No other information is available.

Manufacturer narrative:
B3: event date is estimated. D6b: explant date is unknown. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.